Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. Based on clinical description, the root cause of positioning issue was most likely use related.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a patient suffering from acute myocardial infarction and cardiogenic shock placed on impella cp and impella rp flex support. The rp came out of position after the cp was repo sheath advanced. The rp was explanted due to the malpositioning. The patient expired with care withdrawal.